Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved after use with a 6/7f mynx control vascular closure device (vcd). Manual compression was subsequently performed, and hemostasis was successfully achieved. There was no reported patient injury. The mynx vascular closure device (vcd) was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. Femoral artery suitability was verified on angiography, including a 30¿45-degree insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. Vessel tortuosity was reported as moderate. Moderate peripheral vascular disease/calcium was present in the vicinity of the puncture site. No issues were noted during balloon retraction or the button #2 step. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.